Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in portugal. It was reported that a head error occurred on the rotafow console. The head error occurred during start up of the device and no patient was involved. The affected rotaflow console with s/n number (B)(6) was investigated by a getinge service technician on 2021-06-18. The technician was able to reproduce the reported "head error" and replaced the 70103.4051 rfc control board kit. The rotaflow is working as intended. The most probable root cause for the reported failure "head error" could be determined as: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history review (DHR) was performed on 2021-06-14 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in portugal. It was reported that a head error occurred on the rotafow console. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).